Manufacturer narrative:
(B)(4). Batch # n57l2p. The analysis found that one pse45a device was returned with no apparent damage and with an ecr45b reload cartridge loaded on the device. The reload was received fully fired.the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted.the batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch/lot number was not provided for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Additional information was requested and the following was obtained: I understand that the jaws were able to be opened by you, but were the jaws able to be opened during the case? Was the device on tissue when it would not open? If yes, how was the device removed from the tissue (cut off with second device, etc.)? What color cartridge was being used? Jaws could not be opened during the case. After firing, the jaws couldn't be opened. Device stapled & cut properly.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the stapler locked out, device jaws would not open. Another like device was used to complete the procedure. There were no adverse consequences for the patient.